Event description:
It was reported that there was no sensing and no capture at maximum output on the atrial channel. During the device interrogation, the physician had a note on the screen which is not able to specify and all data was cleared. The physician also saw a background noise on the intracardial atrial signal. The device and atrial lead were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.